Event description:
Patient presented to the physician with redness at the chest incision. Physician suspected infection and prescribed antibiotics. Physician brought the patient into the operating room and removed the entire inspire system.